Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and the tip of the fiber was damaged at 193,835 joules. No pt injury was reported. The device was not returned for eval.